Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 500mg/dl at the time of incident. It was reported the high blood glucose began since customer started with new pack of sets. Troubleshooting was performed and found today blood glucose was 500mg/dl, corrected with manual injection and blood glucose is lowering. Advised to call when customer returns from school to continue trouble shooting. Advised sending replacement reservoir. The product will not be returned for analysis.